Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump had a blank display. Customer called a few days ago for the same issue and the device passed the troubleshooting. Last night the screen went blank again and there was a series of constant tones, but not alarms. Customer had to replace the battery several times before the display returned. Then the device alarmed. Customer's blood glucose was 20.4 mmol/l. He treated with a manual injection. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.